Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s black locking nut being broken was not confirmed. The system controller (serial number (B)(6) was not returned for analysis, and no photos of the controller were provided. Per additional information, the controller was exchanged and disposed of. The root cause of the reported damage to the controller was unable to be determined through this analysis. The heartmate 3 patient handbook instructs users to periodically ensure that their equipment, including their system controller, is well-maintained. Users are also instructed to obtain replacements for damaged equipment if necessary. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the black nut on the controller was broken. The patient's controller was exchanged.